Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no display and black image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and no display was fluid invasion in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.